Event description:
Additional information reported that the cause of the event was an overdischarged condition due to the patient not charging properly. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 3888-28, lot # j0206518v, implanted: (B)(6) 2002, product type lead; product ID 3888-28, lot # j0019924v, implanted: (B)(6) 2001, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension.

Event description:
It was reported that the patient has never felt anything since her surgery on (B)(6) 2012 and was unable to get communication with the device. It was noted that the patient had not received any training after the surgery. The patient had reportedly been recharging but had not seen coupling boxes. An antenna locate (al) function was attempted but was unsuccessful. About one month later it was reported that the caller was getting no stimulation sensation in the neck area while the device was turned on. It was noted that the patient was getting good coverage in the legs with electrodes '0-3' but has not felt stimulation from the lead in her neck for years (electrodes 8-11). It was further reported that impedance readings were >20,000 for electrodes 8-11. The lead configuration was changed to '0-3, 4-7' to confirm there was not an extension change. Impedances on 4-7 were >40,000. The lead configuration was then changed back to '0-3, 8-11.' It was noted that the cervical lead was likely not working prior to ins replacement in april but the patient's health care provider (hcp) did not want to change out the lead at that time. It was later reported that the cause of the event was that the patient had overdischarged her system and "simply did not charge properly." It was noted that there was no injury to the patient.